Manufacturer narrative:
The device associated with this incident was returned for investigation. The blood pressure monitor passed all tests preformed. This indicaiates the blood pressure monitor is performing as intended.

Event description:
The patent reported that their livongo blood pressure monitor reads 20 points higher compared to their doctors manual reading taken simultaneously.the member didn't receive any medical treatment because of the inaccurate reading from the teladoc blood pressure monitor.